Event description:
It was reported that during a laparoscopic lobectomy procedure, when the device was in and out of the trocar, the distal part of the trocar was partially cracked. The surgeon stopped the operation in time, removed the fragment from the body, and replaced it with a new trocar to continue the operation. Patient consequence was not reported.

Manufacturer narrative:
(B)(4). Batch # unk. Additional information received: a photo was received for review. During the visual analysis, the following was observed: the photo shows a sleeve broken off from the tip side. Based on the photo review, the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned, our evaluation is limited. As part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts are being made to obtain additional information and to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent: please confirm, were all the pieces retrieved from patient? If yes, are they being returned? Or were they disposed of? Were there any patient consequences? If yes, please describe. Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 3/28/2022. D4: batch # unk. Investigation summary: a photo along with the device was returned for evaluation. During the visual analysis of the photo submitted to ethicon endo surgery for evaluation, the following was observed: the photo shows a sleeve broken off from the tip side. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Visual inspection was conducted on the returned device inside a plastic bag. Visual analysis of the returned sample determined that the b12lt device was received with the tip of the sleeve broken. In addition, pieces of plastic from the sleeve was returned. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached regarding what may have caused the reported incident. One possible cause for the damage found may be due to excessive force being applied to the device. Please refer to the instructions for use for additional information regarding proper device usage.